Manufacturer narrative:
(B)(4). Per DHR the product weckvista access balloon port 10mmx70mm, lot # 73l1600539 was manufactured on 11/28/2016 a total of 840 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. One sample of part number 410944 was made available for evaluation. The sample arrived in a closed zip bag without original packaging or any identification tags. Only the complaint documentation. Visually the balloon was detached from the cannula indicating a burst. Functional inspection was not performed due to the conditions the sample arrived. The balloon was detached. There are possible causes that may explain the failure "balloon has burst". One possibility is over inflation of the balloon. Inflating the balloon over 10 cc of liquid or 15 cc of air may increase the possibility of a burst. Another possibility unintentionally pushing or pulling of the balloon may help in the dislodging of the balloon. It's unlikely that the manufacturing process contributed to the failure mode describe in this complaint since all balloon ports are tested 100%.

Event description:
During a cholecystectomy, one hour after device placement the balloon burst. The device was removed from the patient and a different device was placed. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a cholecystectomy, one hour after device placement the balloon burst. The device was removed from the patient and a different device was placed. There was no patient injury.